Event description:
During a craniotomy, doctor was using a bovie at the incision site after pt had been prepped with duraprep. Rn noted smoke coming from surgical drape. Drape removed, saline solution used to douce pt's head, neck and ear. Possible 2nd degree burns to those areas. Wound care/burn specialist consulted.